Event description:
It was reported that during a lap gastric bypass, the ports were leaking each time an instrument was manipulated in the trocar sleeve. Later on in the procedure, leaked continuously. Removed the top seal and saw that the duckbill stayed open, without any instrument inserted. In the end, the procedure took two hours longer than planned. Procedure was completed with the device.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.